Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, the reported clip getting caught on chordae resulting in difficulty removing the device appears to be related to user technique/procedural circumstances. The tissue damage (mitral valve injury) appears to be a result of procedural circumstances of difficulty removing the clip from the patient anatomy. It was reported that the mitraclip device was used on the tricuspid valve. The mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve; however, the off-label use did not contribute to the reported adverse event. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip caught in the chordae and tissue damage. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3. It was noted that the tricuspid valve ring was dilated. The clip delivery system (cds) was advanced to the tricuspid valve; however, the clip became caught in the chordae. Troubleshooting steps were performed and the clip was removed, but a chordal rupture occurred. The clip was not implanted and the cds was removed. The procedure was discontinued. No clips were implanted and the tr remained at 3. No additional information was provided.